Event description:
It was reported to philips that the suite pc failed to bootup. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the system was not booting up and the display will not load up after the philips logo. Upon troubleshooting, the fse confirmed that the incoming power was correct and the power supply in the pc was faulty, resulting in the suite pc did not booting up. To resolve the reported issue, the fse replaced the suite pc, backed up the system and installed new license files. After these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.